Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported low speed and pump stoppage events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 31¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket appeared unremarkable. The bionate layer revealed areas of discoloration but showed no signs of damage. The metal braided shield showed several areas of minor breakdown at the base of the metal connector and approximately 2¿ through 4.5¿, 6¿, 7¿, 8¿, 9.5¿, 11¿ through 12¿, and 14¿ through 17¿ from the metal connector. One area of severe breakdown in the metal braided shield was observed approximately 27.5¿ through 29.5¿ from the metal connector. Visual inspection of the wires confirmed breaches to the insulation of the orange wire approximately 28¿, 29¿, and 29.5¿ from the metal connector. Further inspection revealed additional breaches to the insulation of the black wire approximately 28.5¿ from the metal connector, and the insulation of the brown wire approximately 28.5¿ and 29.5¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining sections of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange, black or brown wires contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the alarms and pump stops captured in the log file. These events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit (mpu) or battery power. Multiple attempts were made to obtain additional information regarding the patient¿s status following the repair; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas and no further events have been reported at this time. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient experienced a low speed alarm while in a seated position. Log file analysis noted pump stoppage events and low speed hazards. In the log file unusual loss in power for the white power cable were noted. Technical services arrived on (B)(6) 2019 for a driveline repair in the operation room. The driveline was unsheathed beyond where the surgeon located damage using x ray and CT and another lead was spliced in. The repair was completed with no issues. The patient will be monitored for further alarms. No further information was reported.